Event description:
The user facility reported that during use of this shaver blade in a knee arthroscopy procedure, metal shavings were observed in the joint. The surgeon flushed the knee to remove the metal shaving; however, it is unk if all metal shavings were retrieved. There was no report of pt injury with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec is unable to confirm the reported problem as the device was not returned for eval. A review of similar reported events found minimal galling on the inner and outer tubes of the device. Conmed linvatec will continue to monitor this device for failures.